Event description:
We are reporting this MDR reportable event on (B)(6) 2016. The customer reported to agfa that when using their dx-d100 unit, they experienced unintended movement. This report is for the 2nd of two events for unintended movement for the same unit at this site. The first event is reported in FDA MDR 9616389-2016-00009. This first event occurred on (B)(6) 2016, when the operator attempted to back the unit out from the area the unit normally sits when not used, the unit pushed the operator back. The unit turned to the right, even when the handle was released. The operator hit the kill switch and left the unit in the hallway in a powered down state. The second event occurred on (B)(6) 2016, when the bio-med staff was moving the unit from the hallway to the elevator in order to take the unit out of service and request a service call for the unit. The unit drove forward okay. When the unit was backed into the elevator, the unit pushed backwards towards the right even when the handle was released. The bio-med staff hit the kill switch. On (B)(6) 2016, agfa service replaced a defective left gauge and checked all cable connections and arrestors on the bottom of the unit. The unit is now working as intended and there have been no further reports of unintended movement. There has been no reported harm to patient or user during this event.